Event description:
During a routine hemodialysis treatment, it was reported that the operator experience low venous pressure alarms. Treatment was terminated without manual rinseback as the blood in the cartridge circuit was believed to be clotted, which resulted in a 210cc blood loss. No medical intervention was required.